Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 360 mg/dl at the time of the incident. Patient's current bg: 483 mg/dl. Customer treated for high blood glucose with manual injection. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. .customer states the drive support cap appears normal (slightly indented). Customer reports they have contacted their healthcare professional regarding the high blood glucose. Customer is not calling back to perform an high pressure test. The pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.